Event description:
Patient had MRI ordered. Pt scanned for approximately 30 minutes. During final stage of exam, right after contrast injection, pt complained that she was feeling very warm and her right arm was hurting her. MRI tech assessed pt out, visually inspected area to make sure no wires or metal was touching pt. The procedure was aborted at that point. Pt was sent back to room in no obvious pain or distress. Pt's nurse was informed of incident. Nurse was asked to inspect pt's right arm to determine if blister on arm was new or indeed a possible burn from MRI machine. Documentation of blisters to patient's elbow was not found. The hospital initiated treatment as though it was an injury caused during the MRI.